Event description:
A copy of a journal article was rec'd by shiley which reported thrombo-embolisms associated to a kay-shiley mitral mechanical heart valve. According to the article, the pt had experienced "minor thrombo-embolism", which led to pt decision to replace the kay-shiley valve with a carbomedics valve.